Event description:
It was reported that pump displayed malfunction code and malfunction alarm recurred even after customer reset pump with assistance from technical support, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup insulin therapy while technical support arranged replacement pump, confirmed shipping details, instructed customer to place faulty pump in storage mode and return it within specified time, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device, which customer understood and acknowledged.